Event description:
It was reported that tip detachment occurred. The target lesion was located in the circumflex artery. A 300 cm j tip mailman guidewire was advanced for treatment. However, during procedure, it was noted that once all of the stents were deployed, they attempted to remove the wire and upon doing so the distal end of the wire snapped off. The physician was unable to retrieve the distal portion of the wire. There were no patient complications nor injuries reported.